Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that a 2.25x15 mm xience v stent delivery system (sds) was intended for use in distal left circumflex that had heavy tortuosity, heavy calcification and a 95% stenosis. After predilatation was performed, the stent delivery system was unable to cross the lesion even after several attempts were made using some force, which resulted in a proximal shaft kink. The sds was retracted as a whole unit. Some resistance was felt during retraction of the sds due to an interaction with the vessel. The treatment of the lesion was aborted due to the no cross. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The kinked shaft was confirmed. The failure to advance/cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, the use of force appears to have contributed to the reported kink, however, likely did not contribute to the resistance during withdrawal.